Event description:
On (B)(6), 2015, the lay user/patient contacted lifescan (lfs) (B)(4), alleging an unknown issue with her onetouch ultra meter. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began at an unknown time during the month of (B)(6) 2014. The patient was unable to recall the details of the specific issue other than ¿it stopped working¿. The patient informed the csr that she does not take any medication to manage her diabetes and claimed she continued to follow her usual diabetes management routine in response to the alleged meter issue. The patient reported that on (B)(4), 2014, a while after the meter had stopped working, she experienced symptoms of ¿hyperglycemia, fainted and was almost in a coma¿. In response to her symptoms, the patient claimed that on (B)(4), 2014 at 11:30pm she was taken to the emergency room (ER) where she was treated with insulin (unknown type and dose). The patient reported that a blood glucose test was performed on the ER meter however the patient was unable to recall the result obtained. No troubleshooting was able to be performed. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received health care professional (hcp) treatment for a high blood glucose excursion after the alleged meter issue began.